Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the care giver stated that the patient line was not fully primed as they recalls before the home patient (hp) connected. The cause for the incomplete prime was not determined. This complaint is confirmed because an incomplete prime is a known cause of a system error 2240 alarm. Per the patient at-home guide, users are instructed to make sure the lines are primed fully before connecting, and not to connected before prime is initiated.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during initial drain. The care giver (cg) stated that the patient line was not fully primed as they recalls before the home patient (hp) connected. The technical service representative (tsr) instructed the caregiver (cg) to setup the hc with all new supplies. The cg would setup with all new supplies. The samples are not available for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.